Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro function board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the fluoroscopy timer would count up on its own even though fluoroscopy was not being produced. No patient injury was reported.